Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product and lot combination since release for distribution. No product/lot information for the associated liner was provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address dislocation.